Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of three loading units. Visual inspection of the first loading unit noted that the loading unit was fully fired. The second loading unit was pre-fired and engaged in interlock. Microscopic evaluation noted that the second loading unit had damage to the cutting edge of the knife blade. The third loading unit was fully fired. Microscopic evaluation noted that the third loading unit had damage to the cutting edge of the knife blade. Functionally the loading units were loaded into a pmv representative instrument. The first loading unit was cycled without hesitation or binding. The second loading unit was applied to test media with proper staple placement and media transection. The third loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality rel ease specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection, multiple egia handles and multiple tristaple loadings units would not fire after depressing the green button. Different instruments and loading units tried but same result occurred. The procedure was delayed for more than 30 minutes due to the issue. Another device was used in order to complete the case. There was no patient injury involved.